Event description:
It was reported that the sonopet universal handpiece clogged durnig a procedure. The procedure was finished using the same device. There was a delay in surgery of more than 30 minutes. There were no adverse consequences alleged with this event.

Event description:
It was reported that the sonopet universal handpiece clogged durnig a procedure. The procedure was finished using the same device. There was a delay in surgery of more than 30 minutes. There were no adverse consequences alleged with this event.

Manufacturer narrative:
The device is available for evaluation. However it has not yet reached the manufacturing site for investigation. A follow-up report will be filed once the investigation is complete.device not yet returned to the manufacturer for investigation.

Manufacturer narrative:
The reported event of the handpiece clogging was not duplicated and no failures were confirmed as the product for this investigation was not available for evaluation. Based on a review of the instructions for use, a drop in suction pressure caused by clogging may occur if the handpiece tip is not cleaned periodically during surgery. Not returned.